Manufacturer narrative:
The reason for this complaint was to report the failure of the glenoid head inserter at the point of impaction. The reported surgery took place on (B)(6) 2015. The healthcare professional indicated there was a significant adverse event to the patient. There was a 30 minute delay in surgery and another suitable device was not available for use. The surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4) a review of the device history record (DHR) revealed the product was manufactured to revision level specifications. Based on the released date the glenoid head inserter/impactor, rsp may have been in service for over 6.6 yrs. (B)(4). The root cause for this instrument failure may be attributable to unidirectional bending overload. The design of the instrument allows relatively high resistance to impact loads applied directly thru the axis of the shaft, but considerably less resistance to off axis impacts which create bending stresses.

Event description:
Instrument failure/primary surgery - the glenoid head inserter failed at the point of impaction such that the thread was retained within the glenosphere, and the retaining screw could not be placed. The glenosphere; therefore, is only reliant on the taper.